Event description:
Pt underwent bilateral implants on (B)(6) 2012. Post-op appointment (B)(6) 2012: wound site healing well with minimal crusting. Right implant loss on (B)(6) 2012 approx two hours after being fit with wound processors.

Manufacturer narrative:
Implant used with an incompatible countersink of different size.